Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5568-45, lead, implanted: (B)(6) 2009. Product ID: 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to infection and pocket erosion. The patient was treated with antibiotics and a new ipg system was later implanted. No further patient complications have been reported as a result of this event.